Event description:
It was reported that the insulin pump alarmed motor error multiple times during the basal rate delivery. The insulin pump was not exposed to high magnetic fields. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. No motor error alarms occurred during the basal or bolus delivery.